Event description:
It was reported that that this right atrial (rv) lead exhibited noise and was successfully replaced. The patient presented discomfort and paint related to the procedure. No additional adverse patient effects were reported. This rv leas has not returned to boston scientific for further analysis.

Manufacturer narrative:
B5: additional information was received indicating there was oversensing due to noise. No additional adverse patient effects were reported. This rv lead has not returned to boston scientific for further analysis. H6: over-sensing.

Event description:
It was reported that that this right atrial (rv) lead exhibited noise and was successfully replaced. The patient presented discomfort and paint related to the procedure. No additional adverse patient effects were reported. This rv leas has not returned to boston scientific for further analysis. Additional information was received indicating there was oversensing due to noise. No additional adverse patient effects were reported. This rv lead has not returned to boston scientific for further analysis.